Event description:
The event is reported as: the infant circuit will not pass the leak test. The expiratory limb can be easily removed from the caged cuff connector. No patient injury reported.

Manufacturer narrative:
Product has been received by manufacturer, but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.